Manufacturer narrative:
The field service engineer (fse) detected a leak on a cell rinse tube and fixed it. Furthermore, several cuvette blanks were out of limits, and photometer lamp alarms were detected. The cuvettes and the lamp were replaced. Following the fse intervention, no further issue was observed. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number was requested but not provided. The investigation is ongoing. E1 initial reporter establishment name: (B)(6).

Event description:
There was an allegation of a questionable alt (alanine-aminotransferase) result for one patient sample tested on a cobas c 501 module. The initial result was 100 u/l. The repeat result was 25 u/l. The repeat result was deemed correct.